Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (20 mg/ml at 7 mg/day) via an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that at the last two refills the pump was slow to be aspirated for the refill. The doctor aspirated from the cap (catheter access port) and that was "sluggish". A roller and dye study were being done on (B)(6) 2015. The patient did not report a symptom change, but they were checking to make sure the catheter wasn't kinked. The patient was getting good therapy. The results of the roller and dye study, the actions/interventions taken, the cause of the event, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.